Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a 25mm sjm trifecta valve was implanted in the patient. On (B)(6) 2021, the patient underwent a valve in valve procedure due to high grade aortic stenosis and a 26mm edwards sapien ultra valve was implanted in the patient. The patient is hemodynamically stable.

Manufacturer narrative:
An event of a valve-in-valve to replace a trifecta valve due to stenosis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.